Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer also reported a blank screen. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No blank display or damage found on the isolation tape noted. However, the insulin pump received with high idle current due to open driver on the display board. Unit received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.